Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg samples clotted on 3 occasions. Each time the patient had to be re-drawn. The following information was provided by the initial reporter: the lab received another complaint for increase in clotted specimens from the nicu on (B)(6) 2020 for patient a neonate that was redrawn 3 times for cbc testing. Retrospective review of the patients lab testing shows numerous clotted specimens reported from 8/26-9/8. I have the product lot numbers and will be submitting a separate complaint after I finalize the data.

Event description:
It was reported that during use with a bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg samples clotted on 3 occasions. Each time the patient had to be re-drawn. The following information was provided by the initial reporter: the lab received another complaint for increase in clotted specimens from the nicu on (B)(6) 2020 for patient a neonate that was redrawn 3 times for cbc testing. Retrospective review of the patients lab testing shows numerous clotted specimens reported from (B)(6). I have the product lot numbers and will be submitting a separate complaint after I finalize the data.

Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photos for the investigation. A review of the process capability data for additive dispense equipment used to manufacture the lot results were within specification limits. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. At this time, bd is unable to confirm this complaint.